Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter was received with a monoject 1.3cc limited syringe. Continuity testing revealed that the distal leadwire had an intermittent condition around the electrode, when flexing the tip area of the catheter. The proximal circuit was continuous without any intermittent or open condition. There were no short condition observed between the proximal and distal leadwires. The balloon inflated clearly and and concentrically and remained inflated for 5 minutes without leakage observed. The catheter tip under the balloon appeared bent. There was no visible damage observed from the windings, the balloon, or the returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. Customer report of pacing issue was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.